Event description:
The surgeon inserted a aa4204vl one piece silicon lens. The lens tore. The lens was removed. A suture was required to close the wound. The reporter stated that the lens tear was due to loading.